Event description:
The customer reported "auto fill failure." Incident occurred while the iabp was in use on a patient. The patient was switched to another iabp. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company service representative examined the pump and observed in fault log auto-fill failure, k6 not venting on auto-fill. Observed during 3 power up unit that displayed electrical code #58 (power up vent test failed), k6 not venting on power up. The failure it was isolated the drive manifold. It was replaced and corrected the failure. Performed full calibration, functional testing and safety checks to factory specifications. It was returned to the customer. The replacement prt was requested to be sent to the manufacturing facility in mahwah, nj for evaluation. A supplemental medwatch report will be submitted when additional information become available. (B)(4).